Event description:
I have not been able to use my CPAP machine for over a year due to a recall. Philips finally sent me a machine, but it was an old refurbished unit with more time on it than my original recalled unit. I was promised a new dreamstation auto adjusting machine and instead got this old used dreamstation 1. It is noisy and smells like cigarettes. Reference report mw5115960.